Event description:
The event description provided by the customer was regarding impedance rise during ablation issue, which was not indicative of a reportable complaint. Upon analysis of the returned device, char was found on the tip of the catheter. The char size/ volume is approximately 1mm wide on one side, and it tapers down; however, it seems to stretch around the tipbiosense webster became aware of this reportable malfunction upon initial evaluation of the complained product on (B)(4) 2010. There was no patient injury reported.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.(B)(4)